Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she was hospitalized for congestive heart failure and her blood glucose has been elevated and not thinking clearly. Customer stated that her blood glucose was 499 mg/dl and the hospital was not able to bring the blood glucose down and she was in tremendous pain. Verified the programming and it appears to be correct. Nothing further was reported.